Event description:
It was reported that a trained physician attempted arteriotomy closure using the starclose device after a diagnostic procedure. The finish arrows lined up (click 3), the vessel locator wings prematurely retracted, the device popped out of the artery. Losing access to the site. Hemostasis was achieved with manual compression. There were no adverse patient events a result of this incident.

Manufacturer narrative:
The device was not returned; however, the lot number was provided. The device history record for this lot did not produce any findings relevant to this investigation. This event has been identified as a malfunction. Abbott vascular has initiated a corrective action.